Event description:
It was reported that a loss of therapeutic effect occurred when the stimulation was turned on. The patient had a loss of bowel function and nausea and vomiting. The patient was admitted to the hospital the night prior to report but was discharged (due to ''unruliness'') prior to performing any diagnostics on the device. She had not received relief from her symptoms. It was stated that the patient had not responded well to therapy due to increased narcotic use. It was also stated that it may be possible that the battery was dead. There was no malfunctions seen and the cause of the issue was not determined. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead.